Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent implantation in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to a 3cm malignant stenosis. The patient's anatomy was not torturous and had been dilated to 8mm prior to stent placement. During the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. Resistance occurred and the handle ¿dropped off¿. The stent was unable to be deployed and was removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was received partially deployed

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was partially deployed by 11 mm. It was noted that the catheter was kinked at several locations along its length. The inner shaft had detached from the stainless steel shaft. Examination of the inner shaft noted the presence of glue, indicating that glue had been applied to attach the inner shaft to the stainless steel shaft. During analysis it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the stent; however, the inner shaft was kinked at several locations. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.